Event description:
Healthcare professional reported "fold with rupture." This record is for left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Clarification to d6a - implant date: 2016 (year only received)

Event description:
The explanted device has been confirmed as non-allergan.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, g4. The explanted device has been confirmed as non-allergan.